Event description:
On (B)(6) 2019, an atrial septal defect (asd) was sized with a 40mm sizing balloon under tee. A 28mm amplatzer septal occluder was deployed, but could not be stabilized so it was removed. A 30mm amplatzer septal occluder (lot # 4769527) was then placed with a 12f delivery system and hausdorf sheath, deployed, but repeatedly formed a cobra head. The 30mm aso was removed and a 32mm aso was then selected and implanted with a 12f delivery system and hausdorf sheath successfully. The patient is reported to be discharged.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.